Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection was performed during investigation. The reported customer complaint was confirmed during visual inspection. The downstream occlusion seal was found delaminated; the seal was replaced. The probable cause is identified as the downstream occlusion seal delaminating.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a damaged downstream occlusion seal. The device was unattached and fell off. The interior battery door latch was cracked. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Report reference number 3012307300-2025-01408-01 was submitted on 4/22/2025, however due to a gateway error, a resubmission was necessitated. H3: one device was returned for analysis. Visual inspection found a delaminated downstream occlusion seal. A visual inspection was performed, and the reported issue was confirmed. The cause of the reported issue was due to a delaminated downstream occlusion seal. As a result, the downstream occlusion seal was replaced. Service history review had no indication that the complaint was related to a service of the device within the review period.